Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced and planned to use multiple daily injections (mdi) as a backup therapy.